Manufacturer narrative:
Per the clinic, the patient experienced an infection in the area around coil. The patient was treated with oral and IV antibiotics for 6 months (specific date not reported) and hospitalised overnight due to the infection. This report is submitted on march 20, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on september 12, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an infection (site of infection not confirmed).there are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.